Event description:
It was reported that during an angioplasty procedure, stent damage occurred. Access was obtained via the right radial artery. The 80% stenosed, 3.00mm diameter, and de novo target lesion was located in the non-calcified and mildly tortuous proximal left circumflex. The lesion was predilated with a 2.5x15mm non-bsc balloon catheter. A 2.75x38mm promus element long stent delivery system (sds) was successfully deployed. During attempts to post dilate the stent, the balloon did not cross. Several attempts at crossing and changing the balloon was also unsuccessful. The non bsc guide wire was removed and it was seen that the entire stent came out as a "strand of wire" with the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Brand name corrected from promus element long to promus element. Upn corrected from h7493911338270 to h7493911332270. Catalog/model # corrected from 39113-3827 to 39113-3227. (B)(4).

Event description:
It was reported that during an angioplasty procedure, stent damage occurred. Access was obtained via the right radial artery. The 80% stenosed, 3.00mm diameter, and de novo target lesion was located in the non-calcified and mildly tortuous proximal left circumflex. The lesion was predilated with a 2.5x15mm non-bsc balloon catheter. A 2.75x38mm promus element long stent delivery system (sds) was successfully deployed. During attempts to post dilate the stent, the balloon did not cross. Several attempts at crossing and changing the balloon was also unsuccessful. The non bsc guide wire was removed and it was seen that the entire stent came out as a "strand of wire" with the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an angioplasty procedure, stent damage occurred. Access was obtained via the right radial artery. The 80% stenosed, 3.00mm diameter, and de novo target lesion was located in the non-calcified and mildly tortuous proximal left circumflex. The lesion was predilated with a 2.5x15mm non-bsc balloon catheter. A 2.75x38mm promus element long stent delivery system (sds) was successfully deployed. During attempts to post dilate the stent, the balloon did not cross. Several attempts at crossing and changing the balloon was also unsuccessful. The non bsc guide wire was removed and it was seen that the entire stent came out as a "strand of wire" with the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with two floppy guidewires. The stent had detached and was lodged on the distal end of the first guidewire. This guidewire exited the stent through a strut cell towards the middle of the stent. Slightly more distally is where the second guidewire was loosely inserted, through a strut cell, which exited at the distal side of the stent. It must be noted that in this configuration it is not possible to advance a catheter over either of the guidewires through the entire stent to perform post dilation. The stent was severely damaged and stretched to a length of 75mm. The guidewires were not inserted through the catheter guidewire lumen. The balloon did not appear to have been subjected to positive pressure but was twisted at the proximal side. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).